Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous sodium, chloride, and carbon dioxide results. Customer also noticed a modular chemistry probe obstruction after performing the twice weekly maintenance. The customer technical specialist (cts) used proservice to review calibration results, and noticed high sample values and reference deviation. The cts instructed customer to perform a level sense test with bleach, and to reperform the twice weekly maintenance to flush the electrolyte injection cup and the flowcell. Customer called back to report that the calibration failed the first time, but passed the second time. The cts verified instrument performance with customer to ensure that the troubleshooting effectively resolved the issue. Therefore, the troubleshooting, including the calibrator and reagent replacement, resolved the issue. Customer stated that although erroneous results were generated, the two results that were reported outside the laboratory were amended prior to patient treatment; therefore, patient treatment was not affected.

Manufacturer narrative:
Although the root cause was not determined, the issue was resolved through the troubleshooting. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)